Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. Customer blood glucose was 600 mg/dl. The customer was admitted to the hospital. Customer was treated in the hospital. After troubleshooting was done , the customer did not have bent cannula after checking it at the hospital. The customer also reported via phone call that he had another high blood glucose but not hospitalized. Customer's blood glucose was 474 mg/dl. The customer stated that he was experiencing a symptoms of tired, slight upset stomach. Customer was treated with pump bolus and manual injection. The patient will call back later to finished testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.